Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-08778, 2017865-2021-08779. It was reported that patient passed on (B)(6) 2021 due to septic shock, congestive heart failure, cirrhosis, and coronary artery disease. It is unknown if the abbott implantable cardioverter defibrillator system caused or contributed to the patient's death.